Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the device was broken shell, fold creases, red particles material was found on the shell and missing shell. A weight test of the device was verified, and the device was within specification. A microscopic analysis was performed which identified, broken crease smooth and wear abrasion. Based on the device analysis, the final assessment is: a crease smooth edge broken in the side posterior assessed, as fold flaw opening. Missing shell assessed, as inconclusive.

Event description:
Additionally reported, was capsular contracture, baker grade ii. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side ¿crack¿ on the device, discovered by MRI. Device remains implanted.